Event description:
The customer received questionable results for multiple assays for one patient sample from the cobas c702 analyzer. Of the data provided, only the following results were discrepant. The initial results were from an aliquot processed by the modular preanalytic analyzer (mpa). The initial ion selective electrode (ise) result was 169.7 mmol/l. The same aliquot was repeated and the result was 169.5 mmol/l. The repeat result from the primary sample tube was 141.1 mmol/l. An additional result of 141.8 mmol/l was provided, but it was not clear if this was from the primary sample tube. The initial ise potassium result was 5.19 mmol/l. The repeat result from the primary sample tube was 4.63 mmol/l. The initial ise chloride result was 125.5 mmol/l. The repeat result from the primary sample tube was 102 mmol/l. The initial creatinine result was 98 mg/dl. The repeat result from the primary sample tube was 76 mg/dl. The initial results were reported outside the laboratory. The patient's doctor advised the patient to attend the emergency department (ed) at the hospital. When the error was recognized, the patient was awaiting attention in the ed. The laboratory staff contacted the ed staff and advised them the results were normal. The patient was discharged with no medical assessment, treatment or further testing. The patient was not adversely affected. The ise electrode and creatinine reagent lot numbers and expiration dates were requested, but were not provided. It was noted the customer was having intermittent issues with the mpa stopping mid cycle in the days before the incident. The customer stated it was possible the sample was not centrifuged long enough. A few days after the event, the customer noticed a lot of residue on the sample probe of the cobas c702 analyzer. The field service representative visited the site and resolved the issue with the mpa. The investigation determined the issue with the mpa was likely the cause of the event. Gel and/or fibrin microclots floating on the sample surface led to a clogged sample probe and a residue on the ise probe. This led to a larger amount of sample being transferred in the ise unit for the questioned sample, causing falsely elevated values for all ise parameters.

Manufacturer narrative:
This event occurred in (B)(6). Information concerning the specific part number involved in this event was requested, but not provided.